Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. We also received performance data collected from the device and have analyzed the data. The time of recommended replacement time (rrt) in the save to disk was on (B)(6) 2013, device rrt is <(><<)>=2.6251 volts.

Event description:
It was reported that the device was at recommended replacement time (rrt) less than three years after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).